Event description:
Lasik surgery on both eyes. Vision went from bad to horrible. When I look at a signal light, I see from 8 to 10 lights. I see so many headlights at night that I cannot tell if I am looking at one car or 4 or 5 cars. I now have a glare problem that I never had before. I now have dry eyes that I never had before. Had a second surgery in 2006 to repair both eyes but it did not help. They wanted to do a third but I am not that crazy.